Event description:
It was reported that the patient was getting undesired stimulation in the rib and the patient was not getting an adequate stimulation. The patient underwent a lead revision procedure wherein the lead was moved down. The patient was doing well postoperatively.